Manufacturer narrative:
Continuation of d10: product ID: cd9000, lot#serial#: (B)(6), product type: multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) was flashing 3 green lights, no beeping coming from the device, and unable to connect to the implantable neurostimulator (ins). The wr was replaced. Additional information stated that a reset was performed but did not resolve the issue.